Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that one day post-implant, the right ventricular (rv) lead exhibited impedance measurements greater than 2000 ohms. All other parameters were normal and seen to match those measured at implant. The physician explored any lead movements or damage under x-ray and was happy that neither had occurred. Therefore, the patient was discharged. No adverse patient effects were reported.

Manufacturer narrative:
--

Event description:
--